Event description:
It was reported that on (B)(6) 2011: the patient underwent CT of the lumbar spine without contrast due to spinal stenosis. Impression: post-operative changes at l4-5 and l5-s1. Transpedicular screws are in place. The spinal canal is widely patent. There is however, moderate to severe narrowing of the right foramina at l4-5 and l5-s1; moderately severe central canal stenosis at l3-4 increased in severity since the prior; moderate canal stenosis l2-3 with severe right foraminal narrowing, right lateral spur/protrusion; mild central stenosis l1-2; varying degrees of foraminal narrowing. It was reported that the patient developed injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.